Manufacturer narrative:
Ininvestigation summary: the customer states that the cell-dyn 3200 analyzer is generating low results in closed mode and obtaining normal results upon repeat testing in open mode. The customer states that only open mode results were reported. The doctor did not question results reported. There was no impact to patient care or management. Qc was in range and patient comparison for open/closed modes was in range. The customer cleaned the y-valve (flushing open and closed pathways), cleaned shear valve, replaced peristaltic pump tubing and performed extended autoclean without resolution. The probe was not bent or damaged. Pressures and vacuum pressures were checked and vacuum 2 was out of specification high for both open and closed mode. Due to the intermittent nature of the issue, a field service representative (fsr) site visit was requested. The fsr replaced three parts, the 500 ml syringe, the sample loader needle and solenoid valve assembly. The 500 ml syringe was replaced and the vacuum pressures passed. The sample loader needle was replaced and a clog removed from the needle to the y-valve. Vacuum pressures were checked and passed. The solenoid valve (normally closed valve 34) was replaced because of a leak in the wash block. The sample loader needle was identified as the causative agent. The cd3200 system operator's manual (rev m), on pages p. 3-31 states: "a result that falls outside a laboratory action limit can also indicate the need for the operator to follow a laboratory protocol, such as repeating the sample, notifying the physician or performing a smear review". The customer did repeat the sample in open mode, which recovered normal values. The customer was therefore able to identify a problem with the closed mode. Trending: a review of complaint reports, the period january 2007 through june 2007, did not indicate any adverse trend for cell-dyn 3200, list base 04h60-01 for the complaint issue. Labeling: the event is addressed in the cell-dyn 3200 system operator's manual, 06h60-01, rev m section 3: principles of operation; operation messages and data flagging: p. 3-31. Conclusion: the analyzer was evaluated by visual inspection and testing for performance. The sample loader needle caused clogging of tubing between the needle and the y-valve. Service resolved the issue. The customer recognized the issue and repeated the samples in open mode of operation. No impact to patient management was reported. This is the final report. End of report.

Event description:
The customer states that they are having issues with intermittent low results when using a cell-dyn 3200 sl analyzer in closed mode of operation for all parameters. One patient sample tested in closed mode generated the following results: wbc=0.674 k/ul, rbc=3.97 k/ul, hgb=1.79 g/dl and plt=340 k/ul. The sample was repeated in open mode obtaining the following results; wbc=13.6 k/ul, rbc=4.30 k/ul, hgb=10.9 g/dl and plt=351 k/ul. The results from open mode were reported with no impact to patient management reported. Service was dispatched to the customer site.